Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed opcheck, it does not enter the application screen and requests service mode. When the opcheck is performed from service mode, the problem disappears. There was no patient involvement.

Manufacturer narrative:
The customer requested the device back and therefore it was returned to the customer unrepaired.